Event description:
Complainant alleged that during a routine shift check by a clinician, the device caused the defibrillator to display a "cannot charge" message. There was no pt involvement during the reported malfunction.